Manufacturer narrative:
(B)(4). Additional information received: according to feedback, the correct event date should be (B)(6) 2021 as a result, event date changed from (B)(6) 2021 to (B)(6) 2021.

Manufacturer narrative:
(B)(4). (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation along with the three photos showing a blue cartridge inside a package with the cartridge pan dislodged from the left side. One label with the lot 198a34 could be seen from the photo. Visual analysis of the returned sample determined that an ecr60b reload was received unfired, with 11 double drivers missing and 4 single drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end left side. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the endoscopic segmentectomy surgery, the nurse found the cartridge was damaged when opened the packaging. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.